Manufacturer narrative:
We have been informed by vygon (B)(4), that an adverse event occured during the use of this catheter. Vygon (B)(4) has been informed on the (B)(4). The batch number and the removed catheter are not available. On removal of arterial line main cannula part retained. Small 1cm stump removed which subsequently split and hub detached. Remained part non palpable. Patient had to return to theatre for surgical removal of remained part under local anaesthetic. No additional information concerning patient outcome have been forwarded. Unfortunately, the user gave no further information on time in place of this catheter. No further investigation is possible as we received no batch number , no sample and poor information on that event.

Event description:
On removal of arterial line main cannula part retained. Small 1cm stump removed which subsequently split and hub detached. Remained part non palpable.